Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating the device has message of the ¿co2 should be calibrated.¿ the customer / biomed worked with the rse. It was decided that the device needs calibration. The biomed will order the calibration maintenance kit. The biomed to perform the calibration. Co2 calibration is a required maintenance that can be performed by the user. Based on the information available and the evaluation conducted, the cause of the reported problem is the device needs co2 calibration. The problem was not confirmed. The biomed performs calibration once they receive the required co2 maintenance kit. The user was given part numbers for the co2 calibration kit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor exhibited an error message on the test prompting to calibrate the co2. There was no reported patient involvement.